Manufacturer narrative:
Product event summary: the balloon catheter 2af283, with lot 06415 was returned and analyzed. Visual inspection of the catheter showed the device was intact without any issue. Smart chip verification showed that the balloon catheter was used for twenty-three applications. The balloon catheter failed the performance test due to the trigger of system notice (B)(4), indicating that the safety system detected fluid in the catheter and stopped the injection. Dissection and pressure testing indicated there was a double balloon breach. In conclusion, the balloon catheter failed the product return inspection due to the double balloon breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of spec per the manufacturer¿s investigation.